Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 125mg/dl at the time of call. Trouble shooting was performed and found blood glucose value 125 mg/dl and sensor glucose value 40. The sg and bg difference 85. The sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sg values. The product will not be returned for analysis.